Event description:
It was reported that the patient's lead ''got moisture in it and went wrong.'' The patient underwent a revision to replace the system.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4) , product type extension; product ID 7434-e, serial # (B)(4) , product type programmer; product ID 3487a, lot # l46578, product type lead.